Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. It was determined that the air flow sensor assembly required replacement. The customer was provided with part information to replace the air flow assembly. The gas delivery system (gds) assembly was return for analysis. An investigation was performed and the u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed test five (air flow accuracy) during performance verification testing. There was no patient involvement.